Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. Visual inspection of the returned catheter revealed the guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing revealed that a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a non-bsc coronary stent was implanted in the moderately tortuous, 99% stenosed middle left anterior descending artery. An intravascular ultrasound (ivus) catheter was prepared per the directions for use without any problem. Resistance was encountered while advancing the ivus catheter. The ivus was used to image stent placement. When the physician went to withdraw the ivus catheter, it became caught on the distal end of the stent. The physician pulled on the ivus catheter which caused the stent to become "accordioned" (shortening to half the length). The physician was able to remove the ivus catheter by pulling. After removing the ivus catheter, a second stent was placed and the pci was completed without any further problem. The patient condition is reported to be "good".

Event description:
It was reported that during a percutaneous coronary intervention (pci), a non-bsc coronary stent was implanted in the moderately tortuous, 99% stenosed middle left anterior descending artery. An intravascular ultrasound (ivus) catheter was prepared per the directions for use without any problem. Resistance was encountered while advancing the ivus catheter. The ivus was used to image stent placement. When the physician went to withdraw the ivus catheter, it became caught on the distal end of the stent. The physician pulled on the ivus catheter which caused the stent to become "accordioned"(shortening to half the length). The physician was able to remove the ivus catheter by pulling. After removing the ivus catheter, a second stent was placed and the pci was completed without any further problem. The patient condition is reported to be "good".